Event description:
This is a spontaneous case report received from a consumer's husband in united states on 17-dec-2014 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted for contraception in (B)(6) 2010 (no details provided). Consumer's husband reported that for 5 months after insertion she bleed (until (B)(6)). She never had infections before, but was having pain and doctors told her she had urinary and/or kidney infections. Per husband she has had constant pain since the insertion and described the pain as on the l side (interpreted as left side) in the belly button area. Consumer had an x-ray two years ago and, according to him, they looked like they were in the right place. She also had an ultrasound performed on (B)(6) 2014 and the device on the l (left) side could not be located. Hcp is recommending a hysterectomy. Follow-up from 20-jan-2015: ptc (product technical complaint) result was provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Bleeding and pain were identified as an anticipated event during the design process. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 12-may-2015: the consumer called the company asking for a recommendation of hcp (health care professional) who would remove the essure device on her right side, due to constant pain, she reported that she had a nickel allergy. She also stated that she was told by a physician "that her bowels were stuck to the right side" (no other specified). Follow up from 14-may-2015: the required number of follow-up attempts was completed, with no response to date. Legal claim received on 13-jun-2016 new reporters were added. On or around (B)(6) 2010, essure was inserted. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. However, post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, and abdominal bloating. She never experienced any of these conditions prior to essure procedure. On or around (B)(6) 2015, she underwent surgery to have the essure coils removed. Update to the quality-safety evaluation of ptc ((B)(4)) received on 21-jun-2016: no major changes were provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and for 5 months after insertion, she bled. She was having pain and the doctors told her she had urinary infection or kidney infection. Also, in utrasound performed a few days previous to this report, left device could not be located. Later it was informed that her bowels were stuck to the right side. She also had chronic pelvic pain. This case became legal and a surgery was performed in order to remove essure. The bleeding, the event left device could not be located, seen as device dislocation, and chronic pelvic pain are listed while the others are unlisted in the reference safety information for essure. During essure use, abnormal genital bleeding and pelvic pain may occur. Besides, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation. In this case, given their nature and positive temporal relationship, the bleeding, the dislocation and chronic pelvic pain are assessed as related to essure use. The pathogenesis of urinary infections in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder and less frequently ascension to the kidneys via the ureters. Considering uropathogens from rectal flora are the most frequent cause of these infections and the essure's local action, causality with essure use is very unlikely. Regarding the event later informed (bowels stuck to the right side), limited information was informed. However, causality with essure use can be excluded. This case was upgraded to incident since device removal was performed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly discomfort, chronic pelvic pain'), device dislocation ('device on the left side could not be located'), genital haemorrhage ('for 5 months after insertion she bleed'), urinary tract infection ('urinary infections'), kidney infection ('kidney infections') and gastrointestinal disorder ('bowels were stuck to the right side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("pain, constant pain since the insertion, described the pain as on the l side in the belly button area"), allergy to metals ("nickel allergy"), gastrointestinal disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lasting 152 days. The patient was treated with surgery (bilateral salpingectomy, removal of foreign body x2 (essure device)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, urinary tract infection, kidney infection, abdominal pain, allergy to metals, gastrointestinal disorder, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, device dislocation, gastrointestinal disorder, genital haemorrhage, kidney infection and urinary tract infection with essure. The reporter considered abdominal distension, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2015. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, medical history added. Date of removal updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly discomfort, chronic pelvic pain'), device dislocation ('device on the left side could not be located'), genital haemorrhage ('for 5 months after insertion she bleed'), urinary tract infection ('urinary infections'), kidney infection ('kidney infections') and gastrointestinal disorder ('bowels were stuck to the right side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("pain, constant pain since the insertion, described the pain as on the l side in the belly button area"), allergy to metals ("nickel allergy"), gastrointestinal disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lasting 152 days. The patient was treated with surgery (bilateral salpingectomy, removal of foreign body x2 (essure device)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, urinary tract infection, kidney infection, abdominal pain, allergy to metals, gastrointestinal disorder, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, device dislocation, gastrointestinal disorder, genital haemorrhage, kidney infection and urinary tract infection with essure. The reporter considered abdominal distension, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2015, (B)(6) 2015 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.